Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose level read "high¿, however, specific blood glucose (bg) value was not provided. The customer addressed their elevated bg with a manual injection of insulin. The customer reverted to an alternate method of insulin therapy.